Event description:
On (B)(6) 2012, it was reported that the patient experienced blood glucose (bg) between about 30mg/dl and 350mg/dl after two weeks on the pump. The reporter stated that the low bg event occurred once about one week prior to the contact. It was said that the patient was provided with oral carbohydrates and the pump was removed for about two hours. The reporter noted that the pump was resumed and the bg remained low for about three days; no bg values were provided for this time period. The reporter did not provide any additional details about the alleged hypoglycemia such as the presence or absence of symptoms. There were no reported symptoms of hyperglycemia and no mention of the need for medical intervention for any bg excursion. The reporter reviewed the pump with customer technical support (cts) and said that the basal rate, the insulin to carbohydrate ratio, and the insulin sensitivity factor settings were adjusted last week. He denied any issues with infusion sets with one exception of a slightly bent cannula. The reporter confirmed that all pump settings were correct and insulin delivery history was accurate. Cts advised the reporter that initial pump adjustments can take time before the settings are properly fine-tuned. However, the reporter expressed concern that the pump was not "trustworthy" and cts replaced the pump due to the apprehension. This complaint is being reported because of the allegation that the use of the insulin pump was related to the reported bg excursions including one instance of a serious hypoglycemic event.

Manufacturer narrative:
The patient was reported to be new to the insulin pump and in a period of setting adjustments. There is a likelihood that the need for continued fine-tuning of the pump settings was at least in part responsible for the patient's blood glucose excursions. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.